Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the motor with the report of loss of power is confirmed. The most likely cause of failure is the seal between cable and connector has been compromised and the connector is deformed and insulation is exposed. However is was also noted that the burr was stuck inside the collet, the distal bearing inside the collet is detached, the inside of the collet was scorched and the laser markings are faded. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the motor with the report of loss of power. It was reported that there was no patient involvement. Additional information was received stating that detached bearings were found during evaluation.